Event description:
The recent download from a (B) (6) female, pt, revealed several "battery pack fault" flags. Further review of the flags showed that these occurred all on the same battery pack support left a message for the pt to call us back. On 06/02/2009, support left another message for the pt. On 06/04/2009, support contacted the pt again. The pt's husband stated that one of the response buttons had broke off the monitor. Support sent the pt a replacement battery pack and monitor.

Manufacturer narrative:
Device manufacture date. Battery pack (B) (4). Monitor (B) (4) - 04/2009. Device eval summary: device evaluations of battery pack (B) (4) and monitor (B) (4) have been completed. The reported problem was confirmed. The monitor's response button had the centers of the covers torn out. One switch had the mylar layers peeled up which caused the dome to shift off to the side. The leds on the switch were nonfunctional. The root cause of the damage is due to physical abuse by the pt forcibly removing the rubber cap center. The response button was replaced. The monitor was repaired, retested and restocked. The battery pack had a damaged locking tab and end cap. This caused the "battery pack faults" that were specifically communication faults. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the response button problem or broken locking tab. The pt received a replacement monitor and battery pack.